Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was noted that the patient had a leak when they had a bowel movement and that they were normally constipated but they had been able to have a bowel movement. Patient stated they felt stimulation more when they had a bowel movement, and felt odd and different but that it was not painful or uncomfortable. It was noted the tape was coming off. No further complications were reported.

Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), lot# unknown, serial#, implanted, explanted, product type: screening device. Product ID: (B)(4), lot# unknown, serial#, implanted: (B)(6) 2017, explanted, product type: screening device. Product ID: neu_unknown, lot#, serial# unknown, implanted, explanted, product type: unknown.

Event description:
Information was received from a consumer regarding a patient implanted with an external neurostimulator (ens). It was reported the patient began the trial on (B)(6), the patient¿s baseline was confirmed expected the patient stated they voided about every 2 hours at night and about every 1.5 hours day. The patient stated it varied if drinks, she stated was worse because she was going through menopause. The patient complained of feeling a pulling on her back and the tape was itching, the patient stated they felt a vibration when she went to the bathroom and when she passed gas she was still leaking. The patient noted they had been on pain medication so she had been sleepy and in and out all day, and they were not sure if that was why the frequency was low. The patient stated her leg hurt. The patient decreased from 2.8 to 2.5 and did not want to go lower. The patient stated her symptoms were the same. The patient stated the healthcare professional (hcp) had issues on the right side and did not think it would work, because she had muscle damage. Additional information from the patient on (B)(6)reported she leaked with a sneeze or cough or from passing gas. The patient stated she couldn¿t climb stairs or bend down and that she was (worried) it might come loose. The patient mentioned the tape was itchy and it was driving her crazy. The patient stated she could feel the wires and her tailbone was sore depending on her position, but she did not think that it was the stimulation. The patient stated she had herniated disk in her neck and back and had damage near her knee. The patient mentioned her arthritis was uncomfortable and because (of) it they could not put the right lead in. The patient stated they were comfortable and took medication for pain. Additional information from the patient on (B)(6) reported she couldn¿t wait to have the device removed. The patient stated she had been downstairs in her house for the duration of the evaluation because she was afraid of dislodging the leads. The patient stated it was irritating and was itchy and it was making her stir crazy. Additional information from the patient on (B)(6) reported she was getting the message to call clinician, the patient stated the bandage was loose and so was the glue and tape and it made her think the lead was coming loose too. The patient stated her husband looked at it and said the lead was coming loose. The patient stated when the bandage was tight it made her feel like she saw it more. The patient got the controller working. There were no further complications that have been reported as a result of this event.